Event description:
A customer reported battery depletion. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and it was noted that the pump's warranty had expired, preventing repair or replacement. The pump continued to lose time and required daily charging instead of every five days, indicating a mechanical malfunction.